Event description:
The customer contacted baxter technical services regarding a slow flow drain alarm which occurred on the homechoice(hc) during drain 3 of 4. The drain volume was 2608ml. The home patient (hp) stated that they were draining into the toilet and the drain line was submerged. The technical service representative (tsr) explained to the hp about an air gap at the end of the drain line as there was none. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause.

Manufacturer narrative:
(B)(4). This report of a drain line submerged into the drain receptacle cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The complaint does not provide sufficient information to identify root cause, therefore the root cause was not determined. Labeling review found the labeling adequate for the use error identified in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.